Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels in the 30-80 mg/dl range. Cause of low bg was unknown. Bg was addressed by consuming food, glucose tablets and soda. Tandem technical support reviewed pump activity and no issues were identified related to pump settings or usage activity. The customer was instructed to consult with healthcare provider regarding bg level.